Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device #2:investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00635.

Manufacturer narrative:
Conclusion: no device failure. The product was returned and visually examined. Analysis showed no trend for (B)(4), lot no: 028498236. A dimensional inspection was conducted. Photographic images were made. The device was used according to label indications. Evidence that product in specification when used.

Manufacturer narrative:
Corrected data:initial report stated "this is the same event as 1043534-2011-00635."; however, the correct statement should read: this is the same event as 1043534-2011-00637.

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure. Although the reporter advised the device would be returned for evaluation, to date, the product has not been received. Complaint history was reviewed. Device history record was reviewed and indicates that product met specification when manufactured. The complaint history analysis shows no trend for the item or lot related to the incident. The product was not returned and no radiographic images were provided to evaluate product use.